Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing documents were reviewed and no complaint related issues were found. Device is not distributed in the united states, but is similar to device marketed in the USA.

Manufacturer narrative:
Device was returned for evaluation. Investigation coordinated by synthes (B)(4). Report received indicates the measurable dimensions of the damaged lock-cap were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. No product fault could be detected. Based on the provided details we are not able to determine the exact cause of this occurrence. We can only assume that the locking cap was not screwed in accordingly and caused the damage of the thread. The microscopic view of the damaged surface does not show any anomalies of material structure, which indicates material conformity as well.

Event description:
This is 1 of 1 report for complaint (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported that during a procedure on (B)(6) 2013 the threads were damaged while surgeon was tightening. No further information is available at this time. This is 1 of 1 report for this event.